Event description:
It was reported that the patient presented in the clinic for follow up with symptoms of discomfort. The implantable cardioverter defibrillator exhibited out of range high voltage lead impedance. The patient experienced an episode of vf zone which broke on it's own due to unsuccessful atp therapy. It was also noted that the patient had high potassium levels. Upon review of merlin.net transmission, all other electrical measurements were stable and in range and noise was not present with isometrics. It was also noted that the atrial lead exhibited low impedance and reproducible noise. The implantable cardioverter defibrillator was tested for high voltage lead impedance and it was in range. Patient was stable. Physician has decided to continue to monitor the device.